Manufacturer narrative:
(B) (4) zipper damage. Eval of the returned product shows that the small window c has 6 inches of elements that are broken and the tape is ripped. Right side c right leg slider is stuck. (B) (4).

Event description:
The customer reported that the canopy has a zipper damaged on the end panel window c. There was no pt injury.